Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because pc appears on meter display when ok button is pushed and meter is not plugged into the computer. This issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. The primary complaint was not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.